Event description:
Medtronic received information that during the use of this single stage venous cannula with the metal tip, the surgeon discovered a tear around the middle of the cannula. This observation was made after one hour on the pump for a regular bypass procedure. The cannula was completely torn through the wire-reinforcement, but not completely through to the inside of the cannula. There was no blood leak and the bypass procedure was completed without event. There were no consequences or serious injury to the patient.

Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, visual inspection showed a split in the cannula body. There is one split approximately 8 inches from distal tip and is approximately 350 degrees around the circumference of the device. There appeared to be some separation between the wire and the cannula body in the split area. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Conclusion: the reported clinical observations were confirmed. The root cause is likely sub-optimized curing of the cannula body leading to a cannula with a greater propensity to split. These cannula may also be at greater risk of splitting under acute stress of a suture. (B)(6). (B)(4).